Event description:
It was reported that the patient underwent a tlif for spondylolisthesis at l4/5 using interbody device and posterior fixation. It was reported that the patient had a fall while exercising post op. It was found that the interbody device backed out at unknown time post op. The revision surgery was performed approximately three weeks post op to replace the device.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog # 2991026, was cleared in the united states.